Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic by pass procedure, the stapler did not work at the time of the firing. The device made a noise and crashed not making the last shot. The surgeon was able to pressed the green button and squeezed the handle and performed three rounds before breaking. It was replaced by another stapler that worked fine to complete the case. There was no patient injury.